Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/09/2016 with the following findings: the temperature complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no history of related issues. A battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The pump successfully completed a prime sequence without issue or alarm. No damage or defect was found to the pump¿s internal components.